Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was done infusing half way through. The pump said 100 ml was infused, but nothing was infused during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation observed no issues upon performing flow accuracy tests at 50ml/hr with a volume to be infused (vtbi) of 12.5ml and 150ml/hr with a vtbi of 37.5ml for 15 minutes each, with a volumetric output deviating from the original by 1.184 and -3.738 percent, respectively; both deviations fall within the plus or minus five percent margin. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.